Manufacturer narrative:
Corrections: in the initial report it was indicated that the device was available for return. This question should have been answered ¿no.¿ additionally, it was indicated for "type of investigation" that the actual device was returned. This answer should have been ¿no device returned¿ given the device was not returned to the legal manufacturer for investigation. The statement of ¿4112 - analysis of data provided by user/third party provides a more accurate representation of the type of investigation that occurred. The device was not returned to olympus, however the device was evaluated by a third-party repair. The results of this product investigation were provided by the third-party. During the evaluation it was uncovered that the insertion tube was stiff. Due to the stiffness of the insertion tube, the requested angle could not be reached and ultimately did not meet specifications. The third-party repair further explained that the stiffness of the angle especially occurs if the insertion tube is in the loop position, simulating the status in the patient¿s body. Upon further inspection, it was uncovered that there was stiffness detected in the angulation knobs. Lastly, it was uncovered that the control body was broken. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. The user reported no event to olympus directly. The information that was analyzed was based on the investigation provided by the third-party. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of abnormality on bending section could not be determined. Considerations: 1) the subject device was a product repaired by a third-party distributor. 2) we presume occurrence cause of the event as misalign of internal elements in the insertion section, or increased sliding friction of bending section cover due to wear and tear. However, we could not obtain information to support our presumption. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited insertion tube stiffness. There were no reports of patient involvement.